Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 517 mg/dl. The customer reported that the high blood glucose levels may have been cause by an infusion site issue. The customer also reported a crack in case of the insulin pump. The customer also reported that the threads the battery compartment of the insulin pump were chipped. The customer declined to troubleshoot. No additional information was provided.